Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self-test on (B)(6) 2009. It would then appear the device was moved to an inadequate storage area as the recorded temperature at this time is below freezing. A self test fail on (B)(6) 2009 due to a low battery was caused by the exposure of the device to extremely low temperatures. The user then inserted a new pad-pak and the device passed a self test so the pad-pak was removed and the old pad-pak re-inserted. This was repeated on four occasions. Although no fault was found with the pad or pad-pak, the pad-pak was depleted to the point it triggered the battery management system in the device. This in turn triggered the low battery warnings. The batteries can be depleted by a variety of conditions including the inadequate storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 200p devices are for multi-use.